Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the patient given any blood products as a result of the 1 unit of blood that was lost? Yes, one unit of blood was given to the patient during the operation, on the next day was given another one unit of blood because of low hemoglobin. Was there any change to the procedure or post-op care of the patient as a result of the 1 unit of blood loss that occurred during the procedure? Yes, no intensive care but next day was given another one unit of blood because of low hemoglobin and the hospitalization period of the patient was extended 2 days. What was the surgical procedure? Sleeve gastrectomy. What stapler was used with the reported cartridge? Long60a. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Was any other intervention required other than blood transfusion? Over and over continued suturing with 3-0 pds, extending operation time. What was the pre and postoperative anti-coagulant protocol? Clexane 2x1. Was the bleeding intraluminal or extraluminal? Serosa damage of stomach. What is the current patient status? Fine. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after firing, the cartridges were said to cause bleeding more than usual. Abnormal bleeding was seen during the use of the cartridges whose lot numbers were listed below. Throughout the staple line, arterial bleeding spurts were observed 2-3 times in every cartridge. The patient lost approximately 1 unit of blood.